Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2015, the humapen luxura with burgundy pen body was reported to have a dose knob that could not be rotated. This humapen luxura was associated with product complaint 3529494, lot 1211b01. The device was returned on (B)(6) 2015, and upon investigation found to have a barrel misalignment. The operator of the device was the patient. Training status was unknown. The device had been in use almost 12 weeks. The device was returned on (B)(6) 2015. The humapen luxura was not continued.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 01mar2016. Evaluation summary a male patient reported the dose knob of his humapen luxura device could not be rotated. Initial inspection of the returned device (batch (B)(4), manufactured november 2012) indicated that the device may have dose number misalignment. However, further investigation found that dose number misalignment was not confirmed. The investigation found the front housing keys and the barrel keyway were properly aligned during device assembly. The device was received with the dial separated from the dialing screw. Tool marks were observed on the device barrel, and the dialing screw tab was broken off, indicating the device was damaged in the field. The investigation determined that the damage was not associated with the assembly of the device. There is evidence of improper use. The tool marks on the device occurred while in the field (not related to the manufacturing process).

Event description:
(B)(4) this device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2015, the humapen luxura with burgundy pen body was reported to have a dose knob that could not be rotated. This humapen luxura was associated with (B)(4), lot 1211b01. The humapen luxura was not continued. The operator of the device was the patient. Training status was unknown. The device had been in use almost 12 weeks. .there was evidence of improper use. The device was returned on 17dec2015, and upon investigation the device was damaged in the field (not related to the manufacturing process). Update 17feb2016. Information received (B)(6) 2016 from the product complaint safety database confirmed cirm. No new information added to the case. Update 01mar2016. Additional information received 29feb2016 from the product complaint safety database. On the device tab changed improper use to yes, changed malfunction to no, entered date of manufacture, updated the device specified safety summary (dsss), updated the european/canadian (EU/ca) fields, updated the medwatch and updated the narrative accordingly.